Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. DHR was reviewed and no issues that would have resulted in this complaint were found. The product evaluation visual inspection revealed that the unit has a broken tip. The etching is faded and the hex drive also appears to be dull. Based on the specifications at the time of the original manufacturing, the unknown root cause, and the evaluation performed by synthes, this complaint is deemed indeterminate from a manufacturing position.

Event description:
It was reported that while checking equipment for the next day procedure, or staff noticed the screwdriver blade was broken. It is not known when or how it was broken.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.